Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulties and the subsequent treatment is related to the circumstances of the procedure. Based on the reported information and the returned device, it is likely the device was sub optimal in the access site. In this condition the foot remaining open would cause the difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 12f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, during step 4 of lowering the lever, it did not go down and remained stuck. The feet failed to close and remained stuck in the artery, preventing the step 4 lever from lowering. Another proglide was used but the same occurred. Pre-close was abandoned and the procedure was completed. Surgical intervention was used to remove the devices from the anatomy and achieve hemostasis. Once the devices were removed from the anatomy, the feet were noted as open. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.